Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient has alleged death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.